Manufacturer narrative:
Product ID neu_unknown_lead, serial# (B)(4); product type lead product ID 7495-25, serial# (B)(4), implanted: 1999 (B)(6); product type extension product ID 74002, lot# n388146, implanted: 2014 (B)(6); product type adapter product ID 7435, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the revision was scheduled for 2014-(B)(6). It was later reported that the patient had the lead revision on 2014-(B)(6). It was noted that it went well and the patient was getting good pain relief.

Event description:
It was reported that the patient had no stimulation sensation. On the day of the report, the patient was reportedly converted from a synergy to sensor implantable neurostimulator (ins) using a 2x4 adaptor. It was noted that, at the time of surgery, impedance readings for 7 of the 8 electrodes were in range and only electrode 3 was out of range after multiple impedance readings. It was reportedly confirmed that they were in channel 1 (0-7). It was also noted that, despite the electrode combination they tried, the patient could not feel stimulation. It was noted that the patient was not feeling stimulation prior to the replacement. It was further reported that impedance ranges on the sensor device were all under 10,000 on 7 out of the 8 electrodes. Testing was reportedly done at 3.0 volts and they were seeing impedances in the 2000-3000 range. It was noted that this was on the higher side and these could be inaccurate. It was inquired if the adaptor could cause impedances to show in range when they were not. It was further noted that no imaging was done to check lead placement. It was also noted that this would not be it because both leads would not come out of the space where the patient would feel paresthesia. The patient was reportedly closed up because 7 of the 8 electrodes were in range. It was later reported that the patient was see their health care provider (hcp) on 2014 (B)(6). It was later reported that the lead was reading good impedances but the patient was not feeling any stimulation. It was noted that a revision would be required but had not been scheduled. Impedance testing, x-rays, and reprograming were done but no cause of the issue was determined. It was noted that the patient was alive with no injury and there were no symptoms associated with this event.